Event description:
The procedure was to treat an ami patient who had disease in the lcx and the lad. The penta was placed in the lad lesion and inflated to 9 atm when the balloon ruptured. A dissection occurred at the proximal site, so another penta stent was implanted to treat the dissection; however, this balloon ruptured at 10 atm, causing the dissection to extend proximally. Another penta stent was implanted at the new dissection site, but thrombus occurred. The thrombus was treated using a perfusion balloon under the support of iabp. The patient was reported to be doing fine after the procedure.